Event description:
It was reported that the vns patient passed away on (B)(6) 2011. The patient was doing well with vns. She came into the physician's office for a routine adjustment which she tolerated well the day prior to her death. She had a seizure the next day and the parents used the magnet and stopped the seizure. Later that night, the patient died suddenly. Clinic notes dated (B)(6) 2011 were received which indicated that the patient had increase in seizures related to her menstrual cycle, so the mother planned to visit an ob/gyn so that the seizure may improve. The vns magnet was able to alleviate the seizure when caught early. The mother reported her seizures had been occurring approximately eight times per month at a duration of one minute. An addendum note was written by the nurse practitioner indicating the mother reported the patient's passing the following day. The patient had a seizure at 1:00am, and the mother used the vns magnet which stopped the seizure. At 3:00am, she was alert and responsive. At 7:00am when the mother attempted to wake the patient, she was unresponsive. Her brother attempted CPR, and medical personnel were called but the patient was unable to be resuscitated. Based on the clinical information, the nurse noted that it appears that her death may have been sudep-related. The death follow up form was completed which revealed that vns therapy helped reduce the patient's seizures. She was receiving vns therapy at the time of death, and the believed cause of death was sudep. The death is not believed to be related to vns therapy. The patient has a history of nocturnal and febrile seizures, in which the onset of epilepsy occurred at the age of two. The patient suffered from generalized primary seizures. There was no history of cardiac or respiratory problems or drug/alcohol abuse. The patient was compliant with anti-epileptic drugs at the time of death. Follow up with the funeral home revealed that the devices are not believed to have been explanted prior to burial on (B)(6) 2011.

Manufacturer narrative:
.